Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 7.2 ¿ 8.1 cm breaching the optim sheath only, proximal to the suture sleeve tie down impression. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.